Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high threshold and brady pacing rate not as expected. Furthermore, a lead repositioning was performed, and this rv lead remains in service. No additional adverse patient effects were reported.